Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was evaluated by omsc. Omsc confirmed that the packing at the instrument channel port of the subject device fixed off. Omsc also confirmed that there were some trace of the adhesive used for manufacturing to fix around the packing. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has been returned to omsc and under evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from around the instrument channel port of the subject device tested positive for glucose nonfermentable gnr (gram negative bacillus) (1 cfu) and enterococcus casseliflavus (1 cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 or oer-4. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".